Event description:
It was reported that the customer performed a blood glucose test in the morning and received a result of 162 mg/dl. The customer tested again at 4pm and received a result of 186mg/dl. At 9:30pm another test was performed and the result was 239mg/dl. The next morning around 10am the customer tested and received a result of 211mg/dl. The customer went to the doctor based on the results. At the urgent care he received a meter result of 122 mg/dl and a lab result of 120 mg/dl. No treatment was received. Controls were out of range. A request was made for the return of the suspect device and replacement product was sent.